Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator was removed due to infection. It is unk if the pt recovered from infection without sequela. Additional information has been requested.